Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had an appointment on (B)(6), 2019 where the device was turned on program 2. No respiratory issue were noted at the office visit and the patient was not in any distress. The patient had a follow up appointment on (B)(6), 2019 but they cancelled it. Another appointment was scheduled for (B)(6), 2019 but this was also cancelled by the patient. It was unsure if the issue were resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt bloated after the implant was turned off. The patient stated that they did not realize the therapy had been turned off and had a return of the leaking symptoms (started wearing pads again). This started about 4 months ago (2019). They indicated that therapy was off because the had a ¿cardioversion or shock¿ to their heart in (B)(6) 2018. The patient reported that they went to their doctor¿s office and had the device checked and the therapy was turned on at that time. Since the device was turned back on (this occurred 2 weeks ago - 2019), they had been retaining a lot of fluid. They had gained 21 pounds in 2 weeks and their lung were filling up from fluid retention. It was mentioned that their doctor instructed the patient to turn the stimulation off. The patient was then walked through turning the device off. The patient¿s cardiologist had notified the managing physician for this device. The patient was going to follow up with their healthcare professional (hcp) and it was noted that they were aware of the issue. There were no further complications reported or anticipated.